Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 24 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent was dislodged when crossing the lesion and lodged in the lad. Minor difficulty was encountered in removing the device, however, it was removed completely as a whole. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable following the procedure.

Event description:
It was reported that stent dislodgement inside the patient occurred. The the target lesion was located in the severely calcified left anterior descending artery (lad). A 24 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent was dislodged when crossing the lesion and lodged in the lad. Minor difficulty was encountered in removing the device, however, it was removed completely as a whole. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 2.25 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.